Manufacturer narrative:
Upon completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).

Event description:
Forty eight hours after insertion in the left forearm, the extension tube detached from the wing. The pt had continuous infusion treatment. Nexiva was attached with the tegaderm according to existing routines.